Event description:
Related manufacturer reference number: 2017865-2022-40295. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of leads, it was noted that there was noise and decreased sensing amplitude on both the right ventricular (rv) lead and the right atrial (ra) lead. Also, there was high capture threshold noted on the rv lead. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes both the right ventricular (rv) lead and the right atrial (ra) lead were fractured which was the cause for lead noise. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead fracture was not confirmed while noise and p-wave amp variation were confirmed. As received a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impressions the cause of the reported events of noise and p-wave amp variation was isolated to external abrasion consistent with friction to the device can.